Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745bp, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they will be charging the implant, then sees a "recharging needs attention, unlock and check status" screen, and will tried again and it will not ¿do anything it just charges with excellent quality for a few seconds then goes off again". The controller battery was taken out and put back in, and then tried to charge implant and it worked for about 3 minutes then went back to that screen again. The patient was sent a new stimulator paddle and still doesn¿t work. The patient reported that they already had rtm and controller replaced and still have problem with recharging ins.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745bp, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were sent two new paddles, 2 new stimulator boxes and the battery just needed to be changed and the changing issue was resolved.